Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported by the patient that the tape was not sticking. The infusion set was used for one day. No further information was available.